Manufacturer narrative:
Referring to the product inquiry both reported instruments are considered primary products since both items were suspected by the user to have caused the reported misdrillings. No further associated products were reported. Failures in material or manufacturing were not found. Review of the inspection records for both returned instruments revealed no discrepancies; the devices were documented faultless prior to distribution. As both instruments had been in use for a longer time (manufactured in 2011) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended without any problems reported. A simulation of the pre-operative function test (as required per IFU) performed on the returned target device and speedlock sleeve with sample devices revealed that function is fully given on both returned instruments. The drills passed through the corresponding drill holes without contact to the nail; no deviation was found. The reported event(s) could not be reproduced. Reasons for misaligned drilling are various. There are different possibilities for failures regarding the above mentioned event: wrong angle of the target sleeve; the nail holding screw is not completely locked. So the nail is loose - mistargeting is possible; repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended; not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve); no use of drill with center tip / unfavorable bone contour; drilling without drill guiding sleeve; using blunt or damaged drill; high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. In case any deviations are detected during functional check prior to use the affected / deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied in appropriate time. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. Based on the above observations the root cause of the reported event is not linked to a deficiency of the devices but is rather considered user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that missdrilling occurred 3rd time in succession. Procedure completed successfully by manipulating the target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that miss-drilling occurred 3rd time in succession. Procedure completed successfully by manipulating the target device.